Manufacturer narrative:
The device was received. The investigation is not yet complete a follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported that during preparation of a clip delivery system (cds), when the arm positioner was turned in the closed direction, the clip jumped closed. Reportedly, tension was felt while turning the arm positioner. The cds was not used in the patient and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay bin the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip jumping and resistance on the arm positioner. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated and a cause for the reported clip jumping issue and physical resistance of the arm positioner could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.